Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that probe did not cut during surgery. The surgery was completed after replacing the product with another one. There was no patient harm reported.

Event description:
The cassette failed to recognize the vitrectome due to which there was no cutting.

Manufacturer narrative:
Correction information provided in b.2, b.5 and h.11. The cassette failed to recognize the vitrectome due to which there was no cutting does not meet criteria for reporting as a reportable malfunction. No further reports will be scheduled under mfg report num. 1644019-2024-02208. The manufacturer internal reference number is: (B)(4).